Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device.

Event description:
It was reported that during setup for a surgical procedure at the user facility, the hood was taken out of its sterile plastic packaging and a sticky substance was noticed on the hood. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.